Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the lifevest. The area was described as a bumpy, itchy rash that started under the lifevest, but spread to all over his body. The patient reported that he has since removed the lifevest and that the irritation was healing, but had left scars. The patient indicated that the irritation had improved.